Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported an episode analysis for inappropriate therapy was reported. Episode detail stated that the rate for detection was in the fast vt zone, programmed with an nid, with a diagnosis of svt. Beginning of episode egm showed the rate to be in the vt monitor zone with a continuous rediagnosis of svt. A programmed svt timed out and a burst of atp was delivered. Unable to confirm additional binning in the vt2 zone because of episode stitching that lead to a redetection in vt2 and a second burst of atp. A third burst of atp was delivered before the rate fell below detect and the episode was terminated.